Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. One day after event onset, the patient was hospitalized and treated with vancomycin injection (1gm, once in 4 days, ongoing ) and fortum injection (1gm, once a day, ongoing) for peritonitis. The patient was discharged nine days after hospital admission. The patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.